Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system x-ray stopped working during a procedure. Analysis of system log file showed errors related to x-ray generators. Upon troubleshooting, fse found that the issue was due to x-ray tube arching. To resolve the issue, fse recalibrated the tube adaption. Later the issue, reoccurred and fse replaced the x-ray tube in that work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.